Event description:
This patient experienced low flow alarms on the heartmate 2 pump after exerting himself. He reported low pi before these low flow alarms and could not see a reading of his flow in the lpm format. The patient contacted the lvad company who advised him to increase oral intake- patient saw resolution to low-flow alarms. Soon after, he began vomiting and felt a dull pain below his left breast which worsened over the following 2-3 hours preceding his arrival to the hospital. He arrived at the hospital around 2 pm and an lvad interrogation was done, and the device was working as expected. Around 6 pm, he resumed having low flow alarms with complaint of worsening pain on his left side. Bedside interrogation noted the lvad rpm was fluctuating between 0 and 10,200 and was not registering a flow reading. The patient reported pain where the device was implanted. The team noted skin color changes at the site and the area was warm to touch. The team stopped the lvad at that point to limit further injury since it was not providing hemodynamic support. The patient went to the operating room for replacement of the lvad but experienced significant bleeding and passed away. Per the lvad team- presentation was consistent with pump-thrombosis, but interrogation of his device did was unrevealing, on our end, for power spikes or gradual increase in power consumption that might have presaged gradual thrombus buildup.